Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the (lot #2187)battery reciprocator that it has low power. This is most likely due to motor or electronic control unit assembly due to normal use over time.

Event description:
It was reported that during routine service/repair of the device it was discovered that the battery reciprocator has low power. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 7-jul-2005. The source of the manufacture date is the release to warehouse date. (B)(4).